Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had not been working since having an unrelated abdominal surgery on (B)(6) 2013. The patient did not turn stimulation off. It was stated that the patient experienced a loss of therapeutic effect. The patient was now back to pre-implant symptoms; getting up every 45 minutes to use the bathroom. It was also reported that the patient had no stimulation sensation. The patient received a poor communication screen when attempting to sync with her ins.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3093-33, lot# v050690, implanted: (B)(6) 2007, product type: lead. (B)(4).